Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Event description:
It was reported that during a thyroidectomy procedure, there were spitting clips. This event did not occur at each firing of the device: sometimes the clip was released correctly, sometimes the clip spit and could tear the vessel. When the spitting clip was tearing the vessel, the surgeon used another applier or performed a ligature to stop the bleeding. No important bleedings occurred, no transfusion, no adverse events for the patient.